Event description:
A malfunction alarm was reported by the patient on their pump. There was no adverse impact to the customer's blood glucose level. The patient declined support from technical support, and no further action was taken as documented in the email received.